Manufacturer narrative:
Patient identifier: requested, not available due to personal data secure. Patient age & date of birth: requested, not available due to personal data secure. Patient sex: requested, not available due to personal data secure. Patient weight: requested, not available due to personal data secure. Patient ethnicity: requested, not available due to personal data secure. Patient race: requested, not available due to personal data secure. Implanted date - device was not implanted. Explanted date - device was not explanted. Initial reporter telephone number: unknown. This report has been deemed reportable based upon the evaluation of the returned sample. A review of the device history record of the product code/lot# combination was conducted with no findings. One 8fr angio-seal vip device was returned for product evaluation. The returned device included the guidewire, mated hemostasis sheath and carrier tube assembly along with the header bag. There were blood-like substances on the returned device. The carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to rear lock position. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor was then observed to release. The device cap was pulled back to set the locking mechanism to rear lock position and the anchor was observed to become posted on the tip of the hemostasis sheath. A digital force was applied to the anchor and all the contents were able to deploy as intended. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record review (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that during preparation the user saw, that the device was empty. Additional information was received on (B)(6) 2022. The procedure was a percutaneous transluminal angioplasty (pta) leg using a 7fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved with a new device. The device was not filled with an anchor or collagen. There was no blood loss. The patient was stable.